Event description:
It was reported that a small volume intermate would not prime due to no flow. The device was filled with 1800mg of meropenem in 100 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unit was received at the plant for evaluation. Visual inspection revealed no signs of blockage or physical abnormality that could have caused or contributed to the reported condition. A functional flow test was subsequently performed by removing the luer cap from the distal luer and disengaging the slide clamp from the tubing. As a result, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.